Event description:
Primary stability achieved, no osseointegration. Periodontal disease at time of surgery. Previous ortho and gingival grafting resulting in scar tissue. Bone resorption, immediate implantation. Patient used gingival former as natural tooth and ate on it despite being told not to.